Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is inconclusive for the reported fluid leak and catheter damage/fracture as no visible damage was noted on the catheter and no leaks were observed during functional testing. However, the investigation is confirmed for the identified material erosion issue as wear was noted on the catheter at the 20cm,15cm,10cm and 5cm depth marks. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2020), g3, h6(device, method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three years and eight months post port placement in the right internal jugular vein, the device allegedly had a subcutaneous leak while administration of an anticancer agent . It was further reported that, CT scan revealed that the catheter was allegedly damaged. The port system was removed. The patient experienced redness, swelling, warmth, and tenderness from the right shoulder to chest region. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2020).

Event description:
It was reported that approximately three years and eight months post port placement in the right internal jugular vein, the device allegedly had a subcutaneous leak while administration of an anticancer agent . Reportedly, a computed tomography scan examination was performed and revealed that the catheter was damaged. The port system was removed. The patient experienced redness, swelling, warmth, and tenderness from the right shoulder to chest region. The current patient status is unknown.